Event description:
My son is tpn dependent and we use the moog curlin i.v. Administration sets and have been seeing particulate matter on the spikes that go into the IV bag for months now. Red spots and black fibers on the sterile spikes rendering them not sterile and unsafe for administration due to the risk of central line associated blood stream infection/sepsis. Please investigate this, initiate a recall for the safety of everyone using this product. This is being seen on multiple lot numbers, throughout the region as I have been in contact with multiple others using these same products, they are experiencing the same issues. I have to use sometimes 5 sets of tubing before I can find one that is safe for administration to my child. I have caught each faulty tubing set before contacting them to my child, so we have avoided injury thus far but only due to my careful examination of each set of tubing. FDA safety report ID # (B)(4).